Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was in the 400 mg/dl range with moderate ketones and insulin injections were used to address the high bg level. The customer changed the supplies on the pump.